Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery malfunction could not be verified. The occlusion alarm investigation could not be completed as the cartridge was not returned.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly. In addition, the customer reportedly received multiple occlusion alarms in the past. There was no reported impact to the customer's blood glucose level. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.